Manufacturer narrative:
Concomitant medical products: x2dr01 ipg, implanted: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and the implantable pulse generator (ipg) exhibited an inappropriate mode switch. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.